Event description:
The pt received the scs system on (B)(6) 2011. Pt reported paralysis in her legs to the surgeon the following day. The physician elected to explant the entire system. Upon the explant, a hematoma was found at the lead site. Per physician, the pt was diagnosed with an epidural hematoma. No diagnostic imaging was conducted after the onset of symptoms as the pt was immediately taken to surgery upon the onset of symptoms to evacuate the hematoma. In the physician's medical opinion, this event was not device related. The explanted system has not been returned. F/u indicated that pt's symptoms are gradually improving, however, the pt is experiencing weakness in her lower extremities. The pt is scheduled for physical therapy.

Manufacturer narrative:
Eval, method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs. Anomalies found did not affect the integrity of the device. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.